Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed damaged printed circuit board (pcb), cracked, leaking tank cover, and faded line cord. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The tank cover is cracked. The device leaked confirming the customer complaint. The root cause is determined to be customer damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device leaked water. No patient injury reported.